Event description:
It was reported that a device was used during a esophagogastrectomy. Upon completion of the procedure, the surgeon checked the staple line with his finger and not the standard leak test. Tissue looked good and there was no excess tension on the staple line. Fifth post operative day pt was taken back to surgery due to abdominal distention and noticeable leakage. During reoperation, the surgeon noticed that there were staples missing from the staple line. Surgeon hand sutured the anastomosis. Eight post operative day pt developed systemic organ failure and expired.